Manufacturer narrative:
Product event summary #conclusion: hw28997 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple increases in power consumption starting (B)(6) 2017 to power consumption outside of normal operating range. 11 high watt alarms have been logged since (B)(6) 2017. 2 low flow alarms have been logged on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to thrombus at the inflow cannula. It is likely that the thrombus got ingested into the pump further triggering high watt alarms. This report is a duplicate of 3007042319-2017-01938. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient expired on (B)(6) 2017 due to suspected thrombus. Death was stated to have been device related as per cardiac surgeon. It was stated that the pump was being returned for analysis. No additional information available.